Event description:
It was reported that this right atrial (ra) lead exhibited an impedance of less than 200 ohms. Additionally, the lead switched to unipolar sense and pace. Subsequently, thousands of inappropriate atrial tachy response (atr) episodes have been stored as a result of skeletal/macular artifact. The physician has reached out to technical services to discuss results. The lead remains in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).